Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer disconnected from the pump, and delivered a 15 unit bolus, and held the end of the tubing over an open syringe. Reportedly, after the completion of the bolus delivery, the customer observed 10 units of the 15 unit bolus in the syringe. During troubleshooting with tandem technical support, the customer reported using brand new supplies, and verified that the pump did not announce any alerts or alarms. In addition, the customer did not observe any cracks or damage to the cartridge and air bubbles were not observed in the cartridge. Blood glucose level was 152 mg/dl. Tandem technical support reviewed the pump data logs but was unable to verify any abnormalities. The following day, the customer called back and reported that a new cartridge was loaded and upon performing the same test, confirmed that the entire bolus amount had been fully delivered. Reportedly, the issue was resolved and the customer declined further assistance from tandem technical support.